Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, symptomatic pelvic relaxation with cystocele, rectocele and enterocele. It was reported that patient underwent mesh removal/revision on (B)(6) 2010, (B)(6) 2011, (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior, posterior and enterocele repair. It was reported that the patient underwent removal of exposed suture & lysis of vaginal adhesions on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh and gmd universal sling were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.